Event description:
It was reported to medtronic minimed that the customer experienced a crack in the pump. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was not requested for mmt-1885, and the product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump received with partial display. Pump passed the displacement test. The pump failed the screen portion of the self-test due to a cracked lcd glass. The pump was cut open to perform visual inspection and found a cracked lcd glass, bleeding, and moisture damage on the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, pillowing keypad overlay. Partial display was not observed during analysis. Partial display was not confirmed. The pump failed the self-test due to cracked lcd glass. Exposed to moisture confirmed on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.